Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of intraocular lens (iol) haptic under length. Additional information has been received that there was no patient contact and event happened during loading the lens.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device was returned with the lens adhered to the back of the device with viscoelastic. The lens was removed and evaluated. The haptics were not folded upon return. No damage was observed. The plunger lock and lens stop had been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. The complaint could not be verified. The lens was returned outside of the device. The haptic position in relation to the plunger could not be determined. The root cause for the reported issue may be related to a failure to follow the (instructions for use) IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Based on the description a plunger underride may have occurred. Plunger underride ride may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).